Event description:
It was reported that during a atrial flutter right (r-afl) procedure of cavotricuspid isthmus (cti), a (B)(6) years old, male patient, suffered a cardiac tamponade, which required surgical intervention and extended hospitalization. A transseptal puncture was performed by using a st. Jude sl1 sheath and the physician did not use a needle, only the wire that came with the sheath. The cryo procedure preceded this r-afl ablation. The patient had previous pulmonary vein isolation (pvi) ablation in (B)(6) 2005 and previous cavotricuspid isthmus ablation in (B)(6) 2005 and 2012. The physician¿s opinion regarding the cause of this adverse event is that this is probably too much pressure on the tissue during the procedure. No product malfunctions have been confirmed related to this patient injury.

Manufacturer narrative:
Bwi equipment were involved: stockert st-4541; thermocool catheter bdi75tcdfrt, lot # unknown, catheter disposed of. Cs catheter d135304, lot # unknown, catheter disposed of. (B)(4).